Event description:
Clinical study. It was reported that 318 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed, severely calcified portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a 3.00x32mm taxus liberte' study stent. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. Three hundred eighteen days after the index procedure, the patient experienced a non q-wave mi. The patient was treated medically. In the opinion of the physician, it is unknown if the mi is related to the taxus liberte stent.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of the manufacturing documentation found no abnormalities or deviations for this particular batch. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration, the thorough evaluation conducted at the cis, and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.